Event description:
Discordant potassium (k) results were obtained on a dimension exl with lm instrument on thirteen patients. The initial results were reported to the physician(s), who questioned them. The same samples were repeated and those corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant k results.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant potassium results was due to partially drawn tubes: user error. The tsc also determined that upon reviewing the data files, improper centrifugation and partially drawn tubes cause platelets / fibrin to form, that causes erroneous results. The tsc instructed the customer to follow the tube vendor specifications for centrifugation and emphasized that all tubes should be fully drawn. The instrument is performing within specifications. Further evaluation of the device is not required.